Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal fusion procedure for scoliosis on (B)(6) 2015 and suture was used on the subcutaneous tissue. Postoperatively, small sinuses were noted and the wound continued to drain scant purulent drainage from superior aspect of spinal incision but no signs of infection were observed. On (B)(6) 2015, the proximal dressing was moderately saturated and the distal dressing was heavily saturated with serosanguineous drainage. The incision lines were approximated and no signs of infection noted, however the patient is on keflex. The patient was transferred to the hospital due to seizures on (B)(6) 2015. The patient was taken back to operating room for an unreported reason on (B)(6) 2015 where incision and drainage was performed on the wound and a v.a.c. Dressing was applied. The patient underwent another surgical procedure on (B)(6) 2015 to re-suture the wound closed. The patient has not returned to the rehabilitation facility from the hospital at this time.

Manufacturer narrative:
Date sent to the FDA: 01/13/2016.